Event description:
It was reported that the user experienced hyperglycemia after an infusion set change, with elevated glucose overnight and a reported value above 400 mg/dl by morning; no leaks were observed and the removed cannula was not bent, the user administered subcutaneous insulin via pen, and the user was advised to continue multiple daily injections and delay pump reconnection after external insulin. Symptoms included hyperglycemia. Outcomes included no hospitalization and continued management via multiple daily injections. Investigation included troubleshooting and education by support staff. Investigation of this case revealed insufficient evidence to confirm a device malfunction or infusion set failure, and the specific cause of hyperglycemia remained undetermined. It was concluded, based on previously established findings for similar reports, that the cause was unknown.